Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (foreign matter found in the package or on the device) and product code jdi.

Event description:
Dimensional discrepancy. It was reported that, "biopolar hip. Surgeon assembled universal head with c-taper head, placed it into the stem. He noticed that the head was loose around the neck of the stem. Took the universal head a part from c-taper head. Tried the c-taper head by itself on the neck of the stem, again the head totally spun around the neck. Opened another head from different lot # and it fit perfectly. Also tried the head on neck trials, also spun around the trials. "